Event description:
Customer reported the system is displaying a collimator stuck error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired a broken wire in a cable. System operates as intended. This MDR is related to ge healthcare complaint number.